Event description:
A consumer reports seeing crescents (nasal and temporal) starbursts at night following bilateral intraocular lens implant surgery. In a follow-up, the surgeon reports patient outcome as "excellent." There are two reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 01/04/2008 and 01/07/2008 by mail, phone and fax. A completed questionnaire was received 01/15/2008. This report was mailed to FDA on: 02/01/2008.